Event description:
Intra-aortic balloon pump (iabp) alarmed gas loss alarm for 5 min. Unable to troubleshoot where gas loss was occurring. Swapped to backup console. Gas loss resolved. No harm to patient.